Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod4's. It was noted that the patient's anatomy was tortuous. During the procedure, the physician successfully deployed and detached initial pod4's into the patient using a non-penumbra microcatheter. While attempting to advance a new pod4 through the microcatheter, the physician encountered resistance due to tortuosity. The physician then attempted to retract the coil but found that the coil had unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod4 was removed and the procedure was completed using a new pod4 and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that PMA/510(k) was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 MFR report.